Event description:
After the initial insertion of the catheter inside the flexcath steerable sheath (catheter introducer), the physician aspirated the sheath and found that air was being aspirated. The sheath was replaced by another flexcath steerable sheath and the procedure was completed without further problems. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.